Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter broke from the hub into the patient's subcutaneous tissue after placement. As a result, the patient required and ultrasound to locate the broken piece. The following information was provided by the initial reporter: "at removal ward staff noticed that catheter was broken... Ultrasound has shown catheter is in subcutaneous tissue." "This has definitely caused harm as the retained part of the cannula is still in the patient. Apparently a scan showed that the retained cannula tip is in the patient¿s subcutaneous tissue and not the vessel, so the doctors have decided to leave it where it is for the present. The risks of removal outweigh the benefits at this time. I am not aware that the course of the patient¿s treatment was changed ¿ however this obviously has added delay and complication for the patient.''

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter broke from the hub into the patient's subcutaneous tissue after placement. As a result, the patient required and ultrasound to locate the broken piece. The following information was provided by the initial reporter: "at removal ward staff noticed that catheter was broken... Ultrasound has shown catheter is in subcutaneous tissue." "This has definitely caused harm as the retained part of the cannula is still in the patient. Apparently a scan showed that the retained cannula tip is in the patient¿s subcutaneous tissue and not the vessel, so the doctors have decided to leave it where it is for the present. The risks of removal outweigh the benefits at this time. I am not aware that the course of the patient¿s treatment was changed ¿ however this obviously has added delay and complication for the patient.''

Manufacturer narrative:
The following fields were updated due to additional information: investigation summary the returned sample photo did not show sufficient evidence to confirm the reported defect. Also, no samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10